Event description:
Pt presented to office for stat eval with c/o palpitations. Pt reported awakening from sleep 3 wks earlier by device shock, pt thinks. Device interrogation attempted and failed despite multiple programmers in multiple locations using multiple outlets. Unable to obtain beep-o-gram via magnet as expected. Pt admitted from office to hosp to wean off coumadin and replace ICD. Rep notified. Main office notified. Symptoms during office visit appear unrelated to device "failure".